Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred approximately 5 minutes after resuming insulin delivery after completing a supply change. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had an alternate insulin therapy available for diabetes management.